Manufacturer narrative:
Unit alarmed due to compromised force sensor system during the prime/a33 test due to protruded/loose drive support disk. Unable to perform occlusion, prime/delivery, the excessive no delivery test due to compromised force sensor system alarm. Pump received with minor scratched display window, cracked reservoir tube lip and cracked pump belt clip slot.

Event description:
The customer's mother reported via phone call that the insulin pump had a compromised force sensor system alarm during priming. Caller did not list any significant events leading up to the alarm. Blood glucose level at the time of the incident was 197 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.